Event description:
It was reported a balloon ruptured during dilatation of a stenosed stent in the left brachiocephalic artery. Significant resistance was encountered upon removal of this balloon catheter through the introducer sheath resulting in breakage and subsequent detachment of a segment of catheter shaft and balloon material in the pt. Successful retrieval of the catheter segment was achieved utilizing a snare. Attempts to retrieve the detached balloon with a snare were unsuccessful. Surgical retrieval of the detached balloon was uneventful. The procedure was successfully completed with this unit and the pt's condition is good. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Additionally, dilatation of a stent may result in contact with a surface that could damage the balloon material. Co believes the above factors may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."